Event description:
It was reported that during implant, the right ventricular lead exhibited high threshold and high lead impedance. While repositioning the lead, the physician had difficulty extending the helix. The lead was not used and a new lead was implanted. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).